Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Visited for dialysis treatment. The length of the catheter outside the body was measured from the outlet before dialysis was performed, and it was longer than usual, therefore the nurse pulled the catheter, and it came out without resistance. The football cuff remains under the skin. At this time, he did not bleed. The catheter slipped out of the football cuff which remained in the patient's sq tunnel.

Manufacturer narrative:
The arterial tesio extension, collar, and lumen were returned. The lumen should have a football cuff at 18cm but no cuff was present. There is a slight residue on the lumen at the 18cm mark where the cuff was. The decontamination process removed most of the adhesive residue. Complaint is confirmed. A supplier corrective action request was issued to the contract manufacturer. The intact red cuff retainer for the tesio lumen was received and forwarded to the contract manufacturer for evaluation on november 11, 2020. Their evaluation of both the lumen and cuff revealed no evidence of glue that would have bonded the cuff to the lumen. The procedure will be updated to enhance the bonding process by specifying the work center set up and will include instructions for ensuring the cuff is well bonded. Visual aids will be added to the written procedure to help clarify the process. Based on historic data this is not a systemic issue and is considered an isolated incident. This type of event will be trended through the complaint handling process. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.